Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 40 mg/dl. The customer stated that she had a head injury from hitting her head on a laundry machine, which required 5 staples in her head. She stated that during the low blood glucose event, she treated herself with 3 glucose tablets. She reported that her daughter called the paramedics and she was taken to the emergency room for her injury. The customer stated that she hit her head and that there was a lot of blood at the scene. The blood glucose reading was 80 mg/dl at the time of admission. The customer declined troubleshooting for low blood glucose and was advised to call back later to continue. Nothing further reported.